Manufacturer narrative:
The device has not been received for evaluation. We are unable to confirm the reported needle failed to insert or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's blood glucose (bg) reached > 250 mg/dl while wearing the pod between 4 and 24 hours. The customer reported that pdm read "high" (> 500 mg/dl). The customer did not hear a click during insertion or feel cannula go in. The customer noted that the pink slide insert is in the transparent window but did not look at the pink slide insert when the pod was first activated. The pod was on the back of the arm and customer could not tell if the cannula was in the skin when she removed it.

Manufacturer narrative:
The received pod was evaluated. The data was downloaded and reviewed. An alarm code (0x12, reset caused by low voltage detect) was found which would immediately fail the device and disable the pod function. The investigation found no evidence of any damage or manufacturing deficiencies that would cause a failure/late deployment of the needle mechanism.